Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of mark reported error 13-1033-149 , technical support set up firmware flash package in system maintenance program connect pcu8015 to system maintenance program alone run the task "flash syringe" follow flash software steps in system maintenance program. Advised mark to flash software on the syringe mark will flash software. The customer reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from (B)(6) 2012 to 11/07/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device displayed a system error 13-1033-149. There was no patient involvement.